Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 162189: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex #4/10 mm l, code 02.12.0410fl lot. 161684: (B)(4) items manufactured and released on 01 june 2016. Expiration date: 2021-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2017 the medical affairs director made the following analysis: partial revision of cemented tkr after 6+ months. According to report, a problem of tibial rotation may have triggered patient discomfort. Tibial position cannot be accurately evaluated from the pre-revision xray supplied because it was taken in the supine position. However, the surgical action decided by the very expert surgeon corroborates the idea of a rotated tibial component. The causes that led to such possible tibial rotation are not reported. There is no indication of a malfunctioning device. The post-revision xray looks perfect.

Event description:
Revision surgery due to instability about 9 months after primary. The patient was experiencing tibial pain and discomfort possibly due to a malrotated tibia, the tibial component and the inlay were revised.